Event description:
Rptr noted posterior capsule tear had occurred. Anterior vitrectomy required. After using for five mins and failing to have good holding ability, device stopped; received error message. Changed systems to complete vitrectomy.